Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was 400 mg/dl at the time of incident. Customer stated that the insulin pump alarmed button error while trying to deliver a bolus. Button error troubleshooting was performed and unable to confirm if the time is advancing due to button error alarm. Customer also reported to have experienced a high blood glucose of 400 mg/dl and no troubleshooting was performed. Customer did not mention any form of treatment for the high blood glucose event. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
No button error alarm noted. Act, b and up arrow buttons did not respond due to corroded keypad traces. No frozen screen noted. Time advanced properly. Pump passed idle current test. Unable to perform run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to button keypad anomaly. Pump received with severely scratched display window, cracked case at display window corners, broken reservoir tube lip and cracked reservoir tube.